Event description:
The customer reported that the subject device did not display an image (no image appeared). The issue was observed in the procedure room. There was no patient or user injury reported due to the event. Additional details have been requested regarding the reported event. At this time, no additional information has been provided.

Manufacturer narrative:
The subject device was returned to an olympus service center for evaluation. Upon inspection and testing, service confirmed the customer¿s reported image issue, and found the image disappears and darkens, due to a faulty ccd (charge coupled device). In addition, service found a water leak failure in the electrical system, the cable had a kink/knot, and the lens coupler mount was damaged. The investigation is ongoing; therefore, a root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Manufacturer narrative:
Additional information was received from the reporter please see b5 for further information. This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a faulty cable caused the event. However, it could not be determined why the cable was faulty. The following is included in the instructions for use (IFU): "·do not coil the camera cable with a diameter of less than 20 cm. The camera cable may be damaged. ·never excessively pull the camera cable, but straighten it gradually when it is coiled. The camera cable could be damaged. ·never excessively bend, pull, twist, coil, squeeze, or crush the camera cable. The camera cable could be damaged. ·do not use excessive force when wiping the external surfaces of the camera cable. The camera cable could be damaged. ·never attempt to lift the entire assembly by the camera cable while the camera head is attached to the endoscope. The camera cable could be damaged. ·never use a clamp or forceps to attach the camera cable to another object. The camera cable could be damaged." Olympus will continue to monitor field performance for this device.

Event description:
Additional information was received from the reporter where the image issue occurred during the procedure, and the patient was present. Another camera was used for the case with no patient or user injury. The procedure type was unknown.